Event description:
According to the available information, there was repositioning of the cylinders only. No components were removed.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was revised in 2006. The cylinders were repositioned and no components were removed. As no components were removed, no components were able to be returned for evaluation. However, because qa's examination may not conclusively confirm or disprove the report of erosion, qa accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this. Therefore, no additional action is required at this time.